Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-34 (unknown serial/lot); product type: 0195-heart valves; implant date ; explant date select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve procedure using an evolut fx+ transcatheter aortic valve in a patient with bicuspid aortic valve anatomy (type 1) with severe calcification and an annulus of 24¿29, pre-balloon aortic valvuloplasty was performed with a 24 mm non-medtronic balloon. On the first deployment attempt, the valve expanded properly but was positioned too high, and recapture was performed. After recapture, an infold was observed. A second evolut fx+ valve was then loaded and implanted successfully with a great result. No patient complications have been reported as a result of this event.